Event description:
The customer reported that an erroneous elevated cardiac troponin (accutni) result, within the risk stratification range of the assay, was generated from a unicel dxl 600 access immunoassay system for a single emergency room patient. The laboratory technician did not follow the customer's internal policy to repeat elevated initial accutni results and reported the initial elevated result from the laboratory. The patient was admitted to the hospital's critical care unit based upon the initial elevated accutni result. Upon subsequent duplicate repeat testing of the patient sample, lower accutni results within the normal reference range of the assay were generated. A corrected report was issued. The patient sample was a serum sample, was a full draw, and was collected into a primary collection tube. The sample was tested within fifteen minutes of collection. The sample was centrifuged at room temperature prior to testing. Specific patient information, and instrument performance information was not provided by the customer. The reagent and calibrator lots associated with this event were 122818 and 120792 respectively.

Manufacturer narrative:
Service was not dispatched for this event. The information provided by the customer indicates that the sample was no allowed to clot for the recommended amount of time prior to testing. Collection tube manufacturer labeling states that tubes should be allowed to clot for thirty minutes to ensure complete clot formation prior to centrifugation. Use error via suspect pre-analytical sample handling is the likely cause of this event.